Manufacturer narrative:
(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 395820, 157448, m2a-magnum mod hd sz 48mm, 410900, 139252, m2a-magnum 42-50mm tpr insrt-6, 481340, 11-104112, mlry-hd por fmrl 12x165mm, 911650, 800-1001a, gps single kit w/acda, 440020, 800-0250, biomet biologics spray kit, 85043, 800-0201, gps dual spray applicator tip, 84741. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01599, 0001825034 - 2018 - 01600, 0001825034 - 2018 - 01601, 0001825034 - 2018 - 01602. Remains implanted.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent left total hip arthroplasty. Subsequently, the patient is allegedly experiencing pain. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found.review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product returned evaluation does not change the final conclusions of previous investigation. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision for pain. Head and taper were revised. Attempts have been made and additional information on the reported event is unavailable at this time.